Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low glucose scan while wearing the adc freestyle libre 2 sensor compared to an hcp meter. On (B)(6) 2021, the customer "ignored the low values" and was found with a loss of consciousness by their parents and tried to provide the customer a drink of coke however were unsuccessful. Emergency services were called and a blood glucose test of 1.4 mmol/l was obtained on the hcp meter. The customer was treated with 100 ml of intravenous glucose for hypoglycemia. A follow-up blood glucose test of 5.1 mmol/l was compared to a sensor scan of 2.7 mmol/l. No further information was provided. There was no report of death or permanent injury associated with this event.